Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0ee3p serial# implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead fdd c62955 applies to both ins and lead fdc 92 applies to both ins and lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported a lack of therapeutic effect. The patient stated that the ins did not help her diarrhea, but it has helped her stay cleaner. The patient went on to report that in the last 2 to 3 months she had gotten bladder infections due to the trouble staying clean. The patient followed-up with her healthcare providers (hcp) about this issue and her hcp decided to revise the lead, but ended up replacing the lead and the ins. The patient stated that "yesterday was the first in a long long time that she had a dry day." Complaints were against the patient's prior implanted system which was replaced on (B)(6) 2017. Patient's status is unknown at the time of this report, but the patient seemed to be pleased with therapy from her new device.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.